Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. A manufacturer representative was able to recover the ipg via troubleshooting. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: h1. Corrected: b1 - uncheck adverse event. Corrected b2 - uncheck other serious (important medical events).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.